Event description:
It was reported that this right atrial (ra) lead was explanted due to it becoming dislodged, with it presenting high pacing threshold measurements and high impedance out of range. The dislodgment was confirmed by x-ray imaging. A new device was implanted. No additional patient effects were reported.